Event description:
It was reported by a healthcare provider that the patient was hospitalized with a diagnosis of diabetic ketoacidosis. Upon follow-up with the patient, she reported that, on (B)(6) 2026, she received low blood glucose alerts from the continuous glucose monitor (cgm) in use at the time (abbot freestyle libre 2+), and she subsequently began feeling unwell and developed nausea, vomiting, and the inability to move, prompting her to seek medical attention. Blood glucose levels were reported to measure 950 mg/dl upon hospital admission. Treatment during hospitalization included heparin. The patient remained hospitalized until (B)(6) 2026. The medical event was attributed to incorrect blood glucose values reported by the cgm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.